Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure and a dilatation and curettage procedure with no apparent incident in 2007. Five days after the procedure, the pt had fever and pain. Pelvic examination revealed a white area of tissue on the cervix and on the posterior vagina, believed to be thermal injury from the thermal ablation procedure five days earlier. The pt required hospitalization, pain mgmt, estrogen cream, and f/u observation.

Manufacturer narrative:
Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.